Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17718223) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the 6f guide catheter (.070 xb 4 100cm) was placed on the operating room (or) table a fracture was noticed, so they decided to use a new one. The procedure was completed without issues and the patient came out great. There was no reported patient injury. The catheter is being kept in good conditions. The lesion was in the left coronary; the catheter was not used in the patient since they noticed the fracture before passing it to the surgical table. The device was stored and handled per the instructions for use (IFU). There were no anomalies noted to the device when it was taken out of the packaging. The device was prepped per the IFU. The catheter was not re-shaped by the user. During the preparation of the device anomalies were noted when the device was taken out of the packaging. The difficulty was encountered before use. The device was not used on patient. There was no patient injury. The device will be return for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. During prep for a coronary procedure, the 6f guide catheter (.070 xb 4 100cm) was placed on the operating room (or) table and a fracture was noticed. The device was not used in the patient. The procedure was completed successfully with a new device without complications. There was no reported patient injury. The lesion is in the left coronary artery. The device was stored and handled per the instructions for use (IFU). The device was prepped per the IFU. The catheter was not re-shaped by the user. No other information was provided. The device was not returned for analysis. A product history record (phr) review of lot 17718223 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿catheter (body/shaft) cracked - during prep could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Storage and handling factors may have contributed to the event. According to the instructions for use, which is not intended as a mitigation ¿remove the guiding catheter from its packaging. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Device available for evaluation.